Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, combo medication function was not working correctly. The customer stated that the key did not open automatically and went directly to the medication; however, the nurses did not have the key to open the lockbox. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 02-dec-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the combo medication was not working correctly. A technical support specialist (tss) verified configuration and inventory and confirmed the key was present and loaded. Identified that dispense components only was not enabled for medication, which resulted in the system not dispensing the key and requiring manual inventory. Advised enabling dispense components only and synchronizing the devices. The system functioned as intended after the technical support specialist troubleshot the device.